Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 32-year-old female patient who had essure (batch no. C26967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right side coil#- 2". The patient's past medical history included recurrent uti, multigravida, renal pain, breast lump, surgery in 2001, craniotomy, neurocysticercosis, cholecystectomy in 2006, brain operation in 2001 and seizures. Concurrent conditions included overweight, edema, herpetic gingivostomatitis, hypokalemia, hydronephrosis, urinary urgency, vitamin d deficiency, acne, sinusitis, bloating, itchy rash, wheezing, heartburn, upper respiratory infection, influenza immunization, mastodynia, bronchitis, paresthesia, foot injury since (B)(6) 2017, latex allergy (rash) and penicillin allergy (rash). Concomitant products included ciprofloxacin for flank pain, ondansetron (zofran) from 2015 to 2017 for nausea, co-trimoxazole (bactrim) from 2015 to 2017 for pyelonephritis, antibiotics from 2015 to 2017 for recurrent urinary tract infection as well as doxycycline monohydrate from 2016 to 2017 and tretinoin from 2016 to 2017. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced depression ("depression") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced rash ("rash along mid"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced mood altered ("hormonal changes (mood changes)") and crying ("hormonal changes (crying frequently)"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with ibuprofen (motrin), sumatriptan (imitrex) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, mood altered, crying, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache, depression, rash, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, back pain, crying, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 196 lbs. Left side coil #- 4. Right side coil#- 2. The essure devices were placed in both ostia following manufacturer instructions. No complications were noted.+ removal details: indications and procedures: the hasson rocar was placed through this incision, and visual confirmation of intraabdominal placement was made with the 10 mm zero degree laparoscopes. The fallopian tube on the left side was grasped with an atraumatic grasper. The specimen, including uterus, tubes and ovaries bilaterally, was then removed through the vagina along with the v-care device. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: negative. Hysterosalpingogram - on (B)(6) 2016: satisfactory bilateral tubal occlusion. Pregnancy test - on an unknown date: negative. Smear cervix - on an unknown date: negative for intraepithelial lesion. Ultrasound kidney - on an unknown date: abdominal bloating, flank pain. Urogram - on an unknown date. Viral test - on an unknown date: e.coli. X-ray limb - on an unknown date: no diagnostic abnormality. (B)(6) 2015: abnl abdominal CT scan: mild dilatation of the right collecting system to the level of the right common iliac artery. There is no radiopaque calculi seen distally. This most likely is consistent with partially obstructed from edema of the distal right ureter secondary to passage of a calculus. (B)(6) 2017: uterus; the uterus measure 11.5 x 6.0 x 3.5 cm. The endometrium is normal and measures approximately 10 mm. In thickness, right ovary: the right ovary measures 3.8 x 2.7 x 2.3 cm, left ovary: the left ovary measures 3.6 x 2.4 x 2.0 cm, cul-de_sac: cul-de-sac normal except for a tiny amount of free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 32-year-old female patient who had essure (batch no. C26967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent uti, multigravida, renal pain, breast lump, surgery in 2001, craniotomy, neurocysticercosis, cholecystectomy in 2006, brain operation in 2001 and seizures. Concurrent conditions included overweight, edema, herpetic gingivostomatitis, hypokalemia, hydronephrosis, urinary urgency, vitamin d deficiency, acne, sinusitis, bloating, itchy rash, wheezing, heartburn, upper respiratory infection, vaccination, mastodynia, bronchitis, paresthesia, foot injury since (B)(6) 2017, latex allergy (rash) and penicillin allergy (rash). Concomitant products included ciprofloxacin for flank pain, ondansetron (zofran) from 2015 to 2017 for nausea, co-trimoxazole (bactrim) from 2015 to 2017 for pyelonephritis, antibiotics from 2015 to 2017 for recurrent urinary tract infection as well as doxycycline monohydrate from 2016 to 2017 and tretinoin from 2016 to 2017. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced depression ("depression") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced rash ("rash along mid"). In october 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced abdominal pain ("abdominal pain"). In august 2016, the patient experienced mood altered ("hormonal changes (mood changes)") and crying ("hormonal changes (crying frequently)"). On an unknown date, the patient experienced back pain ("lower back pain") and device deployment issue ("right side coil#- 2"). The patient was treated with ibuprofen (motrin), sumatriptan (imitrex) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, mood altered, crying, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache, depression, rash, weight increased, back pain and device deployment issue outcome was unknown. The reporter considered abdominal pain, back pain, crying, depression, device deployment issue, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 196 lbs. Left side coil #- 4. Right side coil#- 2. The essure devices were placed in both ostia following manufacturer instructions. No complications were noted.+ removal details: indications and procedures: the hasson rocar was placed through this incision, and visual confirmation of intraabdominal placement was made with the 10 mm zero degree laparoscopes. The fallopian tube on the left side was grasped with an atraumatic grasper. The specimen, including uterus, tubes and ovaries bilaterally, was then removed through the vagina along with the v-care device. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: negative. Hysterosalpingogram - on (B)(6) 2016: satisfactory bilateral tubal occlusion. Pregnancy test - on an unknown date: negative. Smear cervix - on an unknown date: negative for intraepithelial ijesion. Ultrasound kidney - on an unknown date: abdominal bloating, flank pain. Urogram - on an unknown date. Viral test - on an unknown date: e.coli. X-ray limb - on an unknown date: no diagnostic abnormality. (B)(6) 2015: abnl abdominal CT scan: mild dilatation of the right collecting system to the level of the right common iliac artery. There is no radiopaque calculi seen distally. This most likely is consistent with partially obstructed from edema of the distal right ureter secondary to passage of a calculus. (B)(6) 2017: uterus; the uterus measure 11.5 x 6.0 x 3.5 cm. The endometrium is normal and measures approximately 10 mm. In thickness, right ovary: the right ovary measures 3.8 x 2.7 x 2.3 cm, left ovary: the left ovary measures 3.6 x 2.4 x 2.0 cm, cul-de_sac: cul-de-sac normal except for a tiny amount of free fluid. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6) 2017) added. Lot number (c26967) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Concomitant medications and treatment drugs added. Events hormonal changes (mood changes), hormonal changes (crying frequently), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), fatigue, migraines, headaches, depression, rash along midsection, weight gain, lower back pain and right side coil#- 2 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017 to try and alleviate the symptoms). At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.